Event description:
It was reported that the ins was overdischarged for approximately 6 months; after successfully recharging, the patient indicated that they were not getting the coverage desired. There was lead revision on (B) (6) 2010.

Manufacturer narrative:
(B) (4).